Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the device was seen in back-up vvi. The device was successfully reprogrammed to resolve the issue. Battery measurements of the device are normal. The patient is well.